Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 was used to ligate the cystic duct. The or supervisor said the clip put holes in duct requiring sutures to close otomy caused by clips. Two clips were placed proximal and distal. The pt was sent out for endoscopic retrograde cholangio-pancreatography. Defects were closed with suture laparoscopically. The pt required endoscopic retrograde cholangio-pancreatography rpo.